Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes had incomplete separation. No serious injury or medical intervention was reported. Verbatim: "material no: 367986, batch: 8317816, 8312632. My supervisor, (B)(6), has been communicating with you regarding possible bd defective sst tubes. We have some pictures of the bd sst tubes of incomplete separation. From the picture (by looking at the gel), would we be able to tell whether it is due to defective tubes or wholeblood being prematurely spun down before it is clotted completely?"

Manufacturer narrative:
Investigation: investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for poor barrier separation with the incident lots were not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on the severity and occurrence of the reported condition there will be no further actions. Review of the event description confirmed pic pas-011-pic (poor barrier separation) was appropriate. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for poor barrier separation with the incident lot was not observed. The photos did not identify a specific product issue. Based on the severity and occurrence of the reported condition there will be no further actions. Review of the event description confirmed pic pas-011-pic (poor barrier separation) was appropriate. Root cause description: based on the investigation, a root cause could not be determined. Based on the severity and occurrence of the reported condition there will be no further actions. Review of the event description confirmed pic pas-011-pic (poor barrier separation) was appropriate. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8317816; medical device expiration date: 2019-11-30; device manufacture date: 2018-11-13; medical device lot #: 8312632; medical device expiration date: 2019-10-31; device manufacture date: 2018-11-08. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes had incomplete separation. No serious injury or medical intervention was reported. Verbatim: "material no: 367986, batch: 8317816, 8312632. My supervisor, (B)(6), has been communicating with you regarding possible bd defective sst tubes. We have some pictures of the bd sst tubes of incomplete separation. From the picture (by looking at the gel), would we be able to tell whether it is due to defective tubes or wholeblood being prematurely spun down before it is clotted completely?"